Manufacturer narrative:
The reported event of sensing noise was confirmed. Visual inspection found an external insulation abrasion breaching the outer insulation at the connector portion of the lead consistent with friction to device can. The cause of sensing noise was due to the exposure of the outer coil at the abrasion zone.

Event description:
Additional information received notes recurring issue of oversensing noise on both the atrial and right ventricular (rv) leads. The physician elected to explant and replace both the atrial and rv leads. The patient condition was stable.

Event description:
Related manufacturer report number: 2017865-2023-19376 it was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on both the atrial and right ventricular (rv) lead. No changes or intervention was performed; the device will continue to be monitored. There were no patient consequences.

Manufacturer narrative:
Correction: supplemental needed to add b2 ¿required intervention to prevent permanent impairment/damage (devices)".